Event description:
It was reported that this atrial lead was an attempted implant. After the lead was placed, it did not pace at 5 v and the thresholds were high. The procedure was completed with a new lead of a different model and no adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that this atrial lead was an attempted implant. After the lead was placed, it did not pace at 5 v and the thresholds were high. The procedure was completed with a new lead of a different model and no adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, a stylet insertion test was performed and indicated there was no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.